Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during npwt initiated on (B)(6) 2025 with a pico dressing, the patient suffered inflammation and wound size increase, diagnosed by clinical study on (B)(6) 2025. The pico treatment was temporarily interrupted according to clinician¿s decision. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
Corrected data: h6 (health effect - impact code) additional information: h6 (type of investigation), h11 (roi) h3, h6: the device was not returned for evaluation; therefore, a product analysis could not be performed. The clinical/medical investigation concluded that, the provided pre negative pressure wound therapy (npwt) photo (23-may) appears to show a dry, tight, shaped venous ulcer, approximately 5 x 6cm with areas of necrosis at wound edges. The post-pico npwt photo (2-june, approx. 10 days post npwt initiation) appears to show a moist, approximate same-sized wound with possible granulation tissue, increased peri-wound inflammation, partial distal wound slough and increased distal necrosis at wound edge. It is unknown the cleaning and wound prep between dressing changes and how long the dressing was intact between changes/wound assessment, and it cannot be determined if the npwt was resumed or if other interventions were required/performed. A definitive clinical root cause of the reported inflammation and wound size increase cannot be definitively concluded. Although it could represent a normal cyclic phase of wound of healing, the patient¿s preexisting health status (i.e. Nutritional and unspecified comorbidities) cannot be ruled out as potential contributing factors to the reported events. A sensitivity to the dressing versus application technique cannot be ruled out with certainty. Concomitant therapies, if any, are unknown. The patient impact beyond the reported peri-wound inflammation and wound changes with (npwt interruption could not be determined. Of note, the wound size appears to be approximately the same size; however, measurements between the initial wound to the post npwt photo are from different angles. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the instructions for use document for pico provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during npwt. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. Factors that could contribute to the reported event include all those mentioned in the clinical/medical investigation. At this time, there is no reason to suspect that the devices failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.